Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that they have turned their stim off because it is in the wrong location (right lung and right leg) and they have yet to charge due to lack of education. The patient is scheduled to follow up with their health care provider on (B)(6) 2017. The patient was experiencing unresolved pain and post surgical pain. A manufacturing representative (rep) who was aware of these issues told the patient to turn the stimulation down and see if it goes away. They did not have time to do further programming at the time due to another procedure and instructed the patient to call them. The patient later reported that they were still feeling pain in the wrong location no matter what they did and they didn¿t know how to use the equipment. The patient attempted to reach the rep but they were in surgery and stated they would have someone come help her. The patient is now depending on oral pain pills, cannot drive and its difficult get off the couch because she is experiencing too much pain. The patient also mentioned several preexisting conditions including anxiety, pain at the end of her spine in the middle of her back, degenerative disc disease, disk problems at l4/l5, arthritis in her back and the use of a cane. A recharging/patient programmer instructional dvd and guide was sent to the patient's vacation address. Follow-up was also conducted to help the patient get reprogramming before they left for vacation (ny) on (B)(6). It was reviewed that if no one contacted the patient that they should call in for support/escalation. Indication for use includes non-malignant pain.

Event description:
Additional information received from the consumer indicated that the patient met with a manufacturer representative (rep) a couple days after they called on (B)(6) 2016. The rep was unable to program the device because the implant battery was dead and not charged. The patient had an appointment on (B)(6) 2017 and wanted to change it to (B)(6) 2017. It was noted that it had been a month and the device was still not reprogrammed. The patient noted that they had ¿been in pain since god knows when¿ and the doctor would not refill medications. The patient just took motrin. The patient was feeling stimulation in the right lung and leg and was not feeling it in the correct location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they confirmed the areas of stimulation that the patient was feeling. It was noted that the patient needed to have their stimulation readjusted out of the right lung and leg. Reprogramming was successful; the patient was no longer feeling stimulation in the wrong location and the issue was resolved.